Event description:
It was reported that during the implant procedure the left ventricular lead could not establish a capture in any configuration. The physician removed the lead and switched to a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed).